Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A facility representative reported a patient with corneal erosion in the left eye eleven days post lasik procedure. The patient complained of foreign body sensation, tearing, blurry vision, and pain in the left eye. Additional information has been requested.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the treatment. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).